Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting shocked from the device, even when turned all the way down she was still being shocked. The patient was walked through how to turn off stimulation. The issue was reported as unknown if it was resolved at the time of this report. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.